Manufacturer narrative:
Cracked reservoir tube lip and scratched display window noted during visual inspection. No button response due to flattened dome switch on esc button. Unable to confirm unexpected restart alarms due to keypad anomaly. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 106 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.